Manufacturer narrative:
(B)(4): the customer reported that a quick turning of energy selection knob sets [shuts] defibrillator off. No pt involvement was reported. The device was evaluated by a philips field service engineer. The symptom was verified. Cleaning the electrical connections in the switch resolved the issue. We are considering this a malfunction of the switch.

Event description:
The customer reported that a quick turning of energy selection knob sets [shuts] defibrillator off. No pt involvement was reported.